Event description:
It was reported that the patient had a lead revision last week on (B)(6) 2014 due to a fractured lead. The fracture in the lead caused complete cessation of therapy for the patient. It was noted that during the revision the old lead wire broke and was not removed completely. The new lead was implanted without difficulty and the impedances were normal at the time of implant. It was stated that the manufacturer representative was present at the revision. Additional information has been requested, a follow-up report will be sent if additional information is received.

Event description:
Additional information received reported that the entire lead was explanted except the tined electrodes. The explanted part of the lead would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0e5c2, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).